Event description:
It was reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg was required to treat a thoracoabdominal aortic aneurysm (taaa). The device was placed on the patient's right side (ipsilateral) on (B)(6) 2017 during an endovascular aneurysm repair (evar). An additional iliac leg graft, a thoracoabdominal graft, and a universal distal body graft were also placed at this time. On (B)(6) 2020 the patient presented with a type 1a endoleak of the thoracoabdominal graft, a ruptured ams stent, and occlusion of the left renal artery. As a result, extension of the thoracic evar and overstent of the ams stent was performed. On (B)(6) 2021, the patient presented with suspected mesenteric hemorrhage. Computed tomography (CT) imaging also showed a type 1b endoleak of the iliac extension with coiling of the internal iliac artery (aii). On (B)(6) 2022, CT revealed an endoleak in the distal abdominal aorta with aneurysm growth. On (B)(6) 2022, controlled angiography revealed a tear in the universal body graft located just above the flow divider. The patient will require an additional procedure to reline the graft. Medical imaging was provided by the facility for expert image review. A type1b endoleak on the right ipsilateral leg graft and a type1b endoleak on the left contralateral side were noted on CT imaging dated (B)(6) 2021. On imaging dated (B)(6) 2022, the type 1b endoleak on the right remains unchanged. The type 1b endoleak on the left has been successfully treated with leg extension. No other adverse effects were reported for this incident. This report will capture the type1b endoleak on the left contralateral leg graft successfully treated with extension. The type1b endoleak on the right ipsilateral leg graft is captured under patient identifier (B)(6).

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation univ. Medisch centrum informed cook on (B)(6) 2022 of an event involving left contralateral leg graft zenith flex with spiral-z technology aaa endovascular iliac leg (rpn: zsle-20-39-zt, lot: unknown). It was reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg was required to treat a thoracoabdominal aortic aneurysm (taaa). The device was placed on the patient's right side (ipsilateral) on (B)(6) 2017 during an endovascular aneurysm repair (evar). An additional iliac leg graft, a thoracoabdominal graft, and a universal distal body graft were also placed at this time. On (B)(6) 2020 the patient presented with a type 1a endoleak of the thoracoabdominal graft, a ruptured ams stent, and occlusion of the left renal artery. As a result, extension of the thoracic evar and overstent of the ams stent was performed. On (B)(6) 2021, the patient presented with suspected mesenteric hemorrhage. Computed tomography (CT) imaging also showed a type 1b endoleak of the iliac extension with coiling of the internal iliac artery (aii). On (B)(6) 2022, CT revealed an endoleak in the distal abdominal aorta with aneurysm growth. On (B)(6) 2022, controlled angiography revealed a tear in the universal body graft located just above the flow divider. The patient will require an additional procedure to reline the graft. Medical imaging was provided by the facility for expert image review. A type 1b endoleak on the right ipsilateral leg graft and a type 1b endoleak on the left contralateral side were noted on CT imaging dated (B)(6) 2021. On imaging dated (B)(6) 2022, the type 1b endoleak on the right remains unchanged. The type 1b endoleak on the left has been successfully treated with leg extension. No other adverse effects were reported for this incident. This report will capture the type 1b endoleak on the left contralateral leg graft successfully treated with extension. Reviews of the documentation, including the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be completed. However, medical imaging was provided by the facility for expert image review. In the first CT study dated (B)(6) 2021 (4 years post-op), it was noted that the left (contralateral) iliac leg lacks adequate seal in the dilated distal left cia, with a limited type 1b endoleak in the left cia. The left hypogastric artery is patent. In an additional study dated (B)(6) 2022 (5 years post-op), the left iliac leg is extended proximally above the flow divider and distally into the left eia with coil occlusion of the left hypogastric artery. The left type 1b endoleak was successfully treated with hypogastric artery occlusion and distal iliac leg extension into the left eia. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that appropriate inspections are in place relative to the reported device failure. A review of the device history record (DHR) for the complaint device could not be conducted due to the lack of lot information provided by the facility. Evidence provided by the customer, complaint history, device failure analysis, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices in house or in the field. Cook also reviewed product labeling. The device was packaged with IFU t_zaaasz_rev4. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. 4 warnings and precautions 4.1 general ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up ¿ zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. ¿ the zenith spiral-z aaa iliac leg with the z-trak introduction system is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. ¿ successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques, and imaging. 4.3 pre-procedure measurement techniques and imaging ¿ clinical experience indicates that contrast-enhanced spiral computed tomographic angiography (cta) with 3-d reconstruction is the strongly recommended imaging modality to accurately assess patient anatomy prior to treatment with the zenith spiral-z aaa iliac leg. If contrast-enhanced spiral cta with 3-d reconstruction is not available, the patient should be referred to a facility with these capabilities. Lengths ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components or stent fracture) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity, and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.4 device selection ¿ strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.51). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. ¿ fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. 5 adverse events 5.2 potential adverse events ¿ aneurysm enlargement ¿ aneurysm rupture and death ¿ claudication (e.g., buttock, lower limb) ¿ endoleak ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion ¿ surgical conversion to open repair 7 patient selection and treatment 7.1 individualization of treatment additional considerations for patient selection include, but are not limited to: ¿ patient¿s age and life expectancy ¿ co-morbidities (e.g., cardiac, pulmonary, or renal insufficiency prior to surgery, morbid obesity) ¿ patient¿s suitability for open surgical repair ¿ patient¿s anatomical suitability for endovascular repair ¿ patient¿s ability to tolerate general, regional, or local anesthesia ¿ iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath ¿ zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) 8 patient counseling information ¿ all patients should be advised that endovascular treatment required life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told the regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a life-long commitment to the patient¿s health and well-being. ¿ physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). The physician should complete the patient i.d. Card and give it to the patient so that he/she carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 12 imaging guidelines and postoperative follow-up 12.1 general ¿ all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told the regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. ¿ physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstance of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. ¿ duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity, and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT. After review of the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Based on the information provided, expert review of imaging provided by the facility, and the results of our investigation, a definitive cause for the failure could not be established. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.